Event description:
My daughter used the dexcom g6 continuous glucose monitoring device. Since switching to the g6 from the g5 she has been unable to keep sensors in place, resulting in inaccurate blood glucose readings and failed sensors. She went through a 6 month supply of sensors and on (B)(6) 2019 was hospitalized in dka. The failure of the sensors to remain adhered to her skin and in place significantly affected her ability to care for her diabetes, and as a result of the sensor failing off, the emergency dept staff threw away the faulty sensor with the transmitter attached. We were not eligible to reorder a transmitter until recently, and dexcom would not replace the transmitter. As a result my daughter has been unable to use her iq system and her diabetes cre is at its worst since diagnosis. I finally ordered new sensors and transmitters and dexcom refuses to supply the sensor overlays in a timely manner despite our willingness to pay for expedited shipping. This is an ongoing problem and dexcom should be required to provide the overlays with every sensors order without cost since the company created the problem by changing the adhesive on the g6 - a fact dexcom acknowledges. FDA safety report ID# (B)(4).